Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports a (B)(6) flat filter broke at the adapter point to the cvc and got stuck on the cvc. The break occurred after the filter had been changed daily. Octeniderm was used for disinfection during filter infusion change. The cvc had to be replaced by inserting a guidewire without a new puncture. The patient was reported to be fine.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. Visual analysis revealed that a portion of a filter/connector tubing had broken off in the medial luer hub. Analysis of the bill of materials for the reported finished good revealed that the filter shown in the image is not included within the teleflex finished kit. Therefore, it can be concluded that the filter pictured is a non-arrow device. The customer also returned one 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the extension lines. It was noted that the catheter body was intentionally severed and knotted. The knot could not be undone. Visual analysis revealed that a portion of a filter (per customer report) had broken off and remained lodged inside the medial luer hub. This separated peace could not be dislodged from the luer hub. It was also noted that the medial luer hub contained scratch marks. These scratch marks appear consistent with damage due to use error. It is possible that whatever caused these scratch marks also caused the proximal opening of the hub to become deformed. This could have contributed to the separated of the filter within the hub; however, this cannot be confirmed as the separated tubing could not be dislodged from the hub. No defects or anomalies were observed with the other extension lines. Dimensional analysis and functional testing could not be accurately performed as the piece of the filter could not be dislodged from the medial luer hub. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. It was noted that the kit does not include any type of connector tubing/filter within the kit contents. Therefore, it is being assumed that the connector tubing that was used is from a non-arrow component. The IFU provided with the kit informs the user, "connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be 'locked' through luer-lock connector(s) using standard institutional policies and procedures". The report of a luer hub/fitting broke and separated was confirmed through complaint investigation. Visual analysis revealed that a portion of what appears to be connector tubing/filter had separated and was stuck inside the medial luer hub (blue hub). This separated piece was not able to be removed from the luer hub. Therefore, dimensional and functional testing could not be performed. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the origin of the separated connector is unknown and dimensional/functional analysis could not be performed on the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports a smith flat filter broke at the adapter point to the cvc and got stuck on the cvc. The break occurred after the filter had been changed daily. Octeniderm was used for disinfection during filter infusion change. The cvc had to be replaced by inserting a guidewire without a new puncture. The patient was reported to be fine.